Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular lead was placed and sutured in place was so tight that the physician was not able removed the stylet easily. The physician used so much force that the pin of the lead was separated from the lead and remained on the stylet. The lead was not used, and a new lead was implanted. The patient was in stable condition.